Event description:
It was reported that the left monitor on the 9600+ system went blank and the technique went to maximum. It was also noted that an iris pot error happened during problem investigation. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Removed a 9" steel rod that was laying against the ps2 power supply, replaced the high voltage cable and the x-ray tube. The system was tested and found to be working as intended and placed back into service.